Manufacturer narrative:
The manufacturer previously reported information the patient alleges "cannot hardly breathe and was sick 2 times and a black particle coming out from the device, gasping air and sore throat". Patient states, "noticed black particles in her replacement device. She was suffering sinus infection and bronchitis due to particles. She was ill for 6 weeks and she also visited doctor twice". The patient stated, "just went to doctor and was prescribed with an antibiotic. Became okay after using back the old device". Manufacturer representative reports "after talking to the patient, she is not using proper cleaning techniques. She is cleaning her filter every other week, water chamber, hose, and mask weekly. She is using her water multiple nights in a row. We discussed proper cleaning methods. I had the patient examine her humidifier. She stated that she did not have a lid seal. I referred her to the dme for a lid and dry box seal. The patient had concerns about her filters turn black. I provided the information on the independent studies. I gave her my direct phone line. The patient is going to clean her humidifier, obtain new seals and philips brand filters". The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. After further review, this report is now being filed as an adverse event instead of a product problem. Section h6, health impact code was updated.

Manufacturer narrative:
The manufacturer previously reported information the patient alleges "cannot hardly breathe and was sick 2 times and a black particle coming out from the device, gasping air and sore throat". Patient states, "noticed black particles in her replacement device. She was suffering sinus infection and bronchitis due to particles. She was ill for 6 weeks and she also visited doctor twice". The patient stated, "just went to doctor and was prescribed with an antibiotic. Became okay after using back the old device". Manufacturer representative reports "after talking to the patient, she is not using proper cleaning techniques. She is cleaning her filter every other week, water chamber, hose, and mask weekly. She is using her water multiple nights in a row. We discussed proper cleaning methods. I had the patient examine her humidifier. She stated that she did not have a lid seal. I referred her to the dme for a lid and dry box seal. The patient had concerns about her filters turn black. I provided the information on the independent studies. I gave her my direct phone line. The patient is going to clean her humidifier, obtain new seals and philips brand filters". The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. After further review, this report is now being filed as an adverse event instead of a product problem. After further review, this report is now being filed as a product problem instead of an adverse event.

Event description:
The manufacturer received information the patient alleges "cannot hardly breathe and was sick 2 times and a black particle coming out from the device, gasping air and sore throat". Patient states, "noticed black particles in her replacement device. She was suffering sinus infection and bronchitis due to particles. She was ill for 6 weeks and she also visited doctor twice". The patient stated, "just went to doctor and was prescribed with an antibiotic. Became okay after using back the old device". Manufacturer representative reports "after talking to the patient, she is not using proper cleaning techniques. She is cleaning her filter every other week, water chamber, hose, and mask weekly. She is using her water multiple nights in a row. We discussed proper cleaning methods. I had the patient examine her humidifier. She stated that she did not have a lid seal. I referred her to the dme for a lid and dry box seal. The patient had concerns about her filters turn black. I provided the information on the independent studies. I gave her my direct phone line. The patient is going to clean her humidifier, obtain new seals and philips brand filters". The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.